Event description:
The pt underwent endovascular repair of aaa with the ovation abdominal stent graft system on (B)(6) 2012. The 1-month routine follow-up on (B)(6) 2013 was uneventful. On (B)(6) 2013, a CT scan indicated the presence of thrombus in the stent graft. The stent graft was surgically explanted on (B)(6) 2013 and a y-prosthesis was implanted. On (B)(6) 2013, the pt was in good medical condition a reported during the 6 month follow-up visit.